Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad trace. It also had a minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error on (B)(6) 2014. The customer was able to clear the alarm but the buttons were not working properly. The customer stated that the buttons are hard to push and only the esc button responds. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.